Event description:
It was reported that the device failed self-test. There was no indication from the foreign reporter of any pt involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation of the device confirmed the reported complaint of a power-on failure. The device performs an automatic self-test each time it is powered on, in order to detect any internal malfunction and alert the operator. The problem was isolated to a failed electrical connection associated with internal electrical jumpers. The connection was repaired and this restored normal device operation. The device was subsequently tested and met operational specifications.